Manufacturer narrative:
Approx 3 months prior to this event. The hospital has retained the extracted implant. Lot number not provided. Eval is pending.

Event description:
On an unk date approx three months ago, the pt underwent fusion surgery with a 2 level plate at c5-c6. On an unk date, postoperatively the pt was diagnosed with pseudoarthrosis and some growth around the disc space. The surgeon performed revision surgery in 2009, due to the pseudoarthrosis. The surgeon removed the cervical plate and the bone growth and re-implanted a new 2 level plate.